Event description:
It was reported that the right atrial (ra) lead was re-implanted because it was no longer bent. The lead bent anomaly was confirmed through an x-ray. Physician stated that there was no anomaly with the test results however the reoperation was necessary. The physician removed the lead from the device and unsecured the sleeve. Additionally, the physician mentioned that the tip of the lead was floating, and it was re-implanted using a stylet. The ra lead remains in service. No additional adverse patient effects were reported.